Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia and noticed a crack on the insulin pump. The customer received a change sensor alert, calibration not accepted alert and also reported a differences between sensor glucose and blood glucose levels. The hyperglycemia was treated with treated with insulin pump and hypoglycemia was treated with glucose/carb intake. The event involved products mmt-7040a, mmt-431ag, mmt-7040a, mmt-342, mmt-1884. Troubleshooting was performed for cosmetic damage and reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for sensor alerts and sensor was securely taped to skin and was still in place. Troubleshooting was partially performed for hyperglycemia and hypoglycemia and later customer declined. The customer was using the auto mode/smartguard feature at the time of the event and the had been using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for sensor glucose vs blood glucose levels and later customer declined. The customer stated blood glucose was 153 mg/dl and sensor glucose value was 62 mg/dl at the time of incident and the difference was outside the acceptable range (greater than 30%). No further patient complications were reported. It was unknown whether the customer will continue using the sensor, reservoir and infusion set. No product return is required for mmt-7040a, mmt-431ag, mmt-7040a and mmt-342.  The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.